Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to a suspected malfunction. Based on the review of the images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
External insulation abrasion was noted at 15.7-16.1cm, 18.2-18.3cm, 28.6-28.7cm, 29.8-29.9cm, 30.1-30.2cm, and 28.8-28.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 13.8-14.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at these locations. External insulation abrasion was noted at 34.5-35.3cm, 35.4-35.6cm, 35.2-35.3cm, 35.0-35.3cm, and 55.0-56.1cm from the connector pin, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. External insulation abrasion was noted at 35.5-35.6cm from the connector pin, consistent with lead friction to another device or patient anatomy. The re conductors were broken at this location. Internal insulation abrasion under the svc shock coil was noted at 40.1-40.3cm from the connector pin. The etfe coating was abraded at this location. External insulation abrasion was noted at 29.2-29.4cm and 29.5-29.6cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and signs of melting were noted at these locations, consistent with the reported complaint.